Event description:
An mea procedure was performed by treating physician in 2004. Pre-operatively, a pap smear, endometrial biopsy, and ultrasound evaluation of the myometrium were performed. It was reported that all areas of the myometrium were evaluated by transvaginal ultrasound, and that the uterine wall thickness ranged between 10-18 mm, with a specific measurement of 14 mm reported at the point of an lscs scar (lower transverse cesarean section in 1986). Uterine cavity length was measured to be 70 mm. Post dilation saline hysteroscopy was performed. Although there was difficulty in obtaining a complete and clear image of the whole uterine cavity, each uterine cornu was identified prior to mea treatment. The duration of treatment time (total power on) was 376 seconds (6.3 minutes). Two days post mea treatment, the pt presented to the emergency room complaining of severe pain. Upon examination of the pt, and exploratory laparotomy was performed by the attending general surgeon. The surgeon reported that extensive dense adhesions of the sigmoid colon to the uterus were present and, upon dissection, the surgeon found an injury to the colon and the uterine serosa at the posterior fundus. The surgeon attributed the existence of adhesions of the sigmoid colon to the uterus as a condition associated with prior abdominal surgeries performed (not related to the mea treatment). The injury to the uterus was visually described as a "grey spot of dusky discoloration" but no further inspection of the area was performed to determine if perforation had occurred. From the surgical intervention and limited investigation of the uterus by the surgeon, the presence of a perforation could not be ruled out. A segmental colon resection was performed, along with a temporary colostomy.